Manufacturer narrative:
Patient identifier does not contain enough spaces, entire ID is (B)(6). An evaluation is in process. A followup report will be provided when the evaluation is complete.

Event description:
The account generated false positive alinity I total b-hcg of 654.56 iu/l on sample ID (B)(6) occured on (B)(6) 2019 that repeated negative. No specific patient information was given.

Manufacturer narrative:
The field service engineer replaced trigger tubbing face seal fittings on the alinity I analyzer for resolution. A review of the analyzer service history was performed and found no contributing factors on or around the date of the complaint. There have been no further occurrences of erratic or discrepant total bhcg results after field service engineer site visit. A review of the product labeling concluded that the issue is sufficiently addressed. A review of the alinity I analyzer product monitoring found no similar issues or trends as described in this complaint. No product deficiency was identified.